Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to log in as their profile was inactive and had expired. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) advised the customer to contact pharmacy to reactivate user profile and extend the expiration date to a future date. The system functioned as intended after the technical support specialist (tss) assisted the customer to resolve the issue.